Manufacturer narrative:
The inform was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, pump error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test or verify motor error alarm,prime or fill anomaly and MRI anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Insulin pump received with cracked case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error. The customer¿s blood glucose level was 3.3 mmol/l. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer stated that they had using insulin pump while doing x ray and radiography. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.